Manufacturer narrative:
Concomitant medical devices: product ID: 377845, lot# v015976, implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the implantable neurostimulator battery only lasted about eight hours before the consumer had to charge it again. The consumer reported that this had been happening for the last year since 2014. The consumer thought that stimulation amplitude was medium to high strength. The consumer was directed to consult a healthcare provider. The consumer indication for use was failed back surgery syndrome. The event occurred during use. No symptoms were reported. No troubleshooting was conducted. No potential causes for the device issue were reported. Follow-up was conducted to obtain this information. If additional information is received a follow-up report will be sent.